Manufacturer narrative:
Corrected data: d4 serial number corrected/updated.

Manufacturer narrative:
Corrected data d4 UDI updated/corrected the investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 57-year-old female with an indication for use of impella 5.5 support due to cardiomyopathy underwent surgical axillary/subclavian arterial cutdown for device placement on (B)(6) 2026 at 10:47 am. Following the procedure, the patient experienced significant oozing and bleeding from the surgical access site, attributed to an extremely elevated inr. By the time the clinical team arrived at the cvicu, a hematoma had formed at the cutdown site. Heparin therapy was temporarily held to allow the inr to normalize. Based on the information provided, the bleeding and hematoma formation appear related to the patient¿s underlying coagulopathy, including a markedly elevated inr, rather than to a device malfunction. The patient remains on support, and no additional patient outcome information is available.

Manufacturer narrative:
Updated information: d6b explant date added. Additional information states that the patient outcome at explant was survived.

Manufacturer narrative:
Investigation summary: access site adverse event/hematoma/major bleed: the cause of asae was most likely patient condition related since the patient was bleeding from multiple sites and the inr was extremely high.